Manufacturer narrative:
Expiration date (11/2020). Manufacturing date (12/2015). Based on the available information, this event is deemed a reportable malfunction and a serious injury. Note: the intermittent catheter is only designed for fluid to go one way, (i.e.: draining fluid away from the urinary bladder.) The device is not indicated for irrigating wounds. It is likely that pressure, built up from laying the device in a wound and irrigating by forcing saline through eyelets, caused the tip to break off. It is unclear what type of wound this was used on or if the use was during surgery or post-operative. A return used sample product has been returned for evaluation. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: there is another case that is associated with this reported event. A separate 3500a FDA form will be submitted for that one. (B)(4).

Event description:
It was reported that defects to the tip and eyelets of the intermittent catheter device were discovered. The products were used off label for wound care flushing. The reporter stated that the tip fractured and required surgical removal from the wound. The reporter noted defects to the product samples that were returned. Photos of the returned samples were provided. No further information has been provided.